Event description:
The lay/user patient contacted lifescan in 2007 and alleged that her one touch ultra meter was not powering on. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue first occurred on one day earlier at 7:30pm. She also reported feeling sweaty and weak during the time of the reported issue. At 9:00 pm, she administered self-treatment (food/beverage). The patient did not receive/require medical treatment or intervention. At the time of troubleshooting, it was verified that this was not a new product, that there was no meter trauma, and that the patient was using the correct test strips. The patient was asked to press the power button and the meter turned on. The meter also powered on when a test strip was inserted all the way into the test strip port. This complaint is reported because the patient alleged a power issue with the subject meter and within 1 1/2 hours of the onset of the issue, she experienced symptoms of hypoglycemia, which she treated with food/beverage. The alleged issue was resolved with troubleshooting. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform the FDA of the results in a supplemental report.